Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. Control solution tests were completed and compared to the downloaded log. Did not observe the meter giving the same readings.

Event description:
Customer's wife reported that on an unspecified date/time customer's adc blood glucose meter was giving the same readings and that due to this he was rushed to an emergency room. Caller further reported he was treated with glucose gel. No further information was provided as caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. The date entered is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.